Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the manufacturer for further evaluation and no anomaly that would account for the premature battery depletion was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported the patient experienced the vibrational alarm from his ICD due to the device reaching eri. Diagnostics indicated battery voltage has dropped and the system output is low. The device was then explanted and replaced during surgery on (B)(6) 2015. The patient was reported to be doing well both pre- and post-operative.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.